Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed multiple pump errors like unexpected restart, external crc ram error and force sensor calibration values corrupted. Customer¿s blood glucose was unknown at time of incident. Customer states that alarms did not occur during manual prime. Customer performed troubleshoot for those pump errors but alarms occur again. Customer performed self test and passed. Customer advised to monitor the insulin pump. Insulin pump will not be return for analysis.